Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable causes are that the device switch 1 was misaligned, and the image defects were due to fluid invasion inside the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the colonovideoscope displayed error codes e216 and b30 (scope communication error code), a noisy image, no image, and a blackout. There was no patient involvement.